Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pelvic pain') in an adult female patient who had essure (batch no. 841857) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chest pain, gerd, hypothyroidism, epicondylitis, hyperlipidemia, chronic insomnia, anemia and uterine fibroids. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), alopecia ("hair loss"), fatigue ("fatigue") and nausea ("nausea"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, back pain, alopecia and fatigue outcome was unknown and the nausea had resolved. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, fatigue, nausea and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2018: bilateral fallopian tubes implants (essure devices) are seen in the expected location. Most recent follow-up information incorporated above includes: on 23-mar-2020: pfs received: lot number, new event nausea and onset date of event pelvic pain were added. Medical history, lab data and reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), alopecia ("hair loss") and fatigue ("fatigue"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, back pain, alopecia and fatigue outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, fatigue and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Events : pelvic/abdominal, dyspareunia (painful sexual intercourse), back, hair loss, fatigue were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pelvic pain') in an adult female patient who had essure (batch no. 841857) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chest pain, gerd, hypothyroidism, epicondylitis, hyperlipidemia, chronic insomnia, anemia and uterine fibroids. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), alopecia ("hair loss"), fatigue ("fatigue") and nausea ("nausea"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, back pain, alopecia and fatigue outcome was unknown and the nausea had resolved. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, fatigue, nausea and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2018: bilateral fallopian tubes implants (essure devices) are seen in the expected location. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.